Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be conclusively determined through this evaluation. A direct correlation between the suspected thrombus and the elevated lactate dehydrogenase (ldh) level could not be conclusively determined through this evaluation. The controller event log file contained events spanning from 20feb2023 to 08mar2023. No notable alarms or unusual events were captured. The log file appeared to have captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing further has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a spike in lactate dehydrogenase since their previous lab. Log files were submitted for review to evaluate for a potential clot. Log file review captured the device operating as intended.